Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 305 mg/dl. The customer's mother reported that the insulin pump alarmed no delivery. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. Nothing further was reported.